Event description:
It was reported that a minimum fill notification occurred, prompting the customer to attempt loading a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully reloaded the same cartridge onto the pump after removing it from the case and cleaning the pneumatic tap area as instructed by technical support. Following this, the customer was able to resume insulin delivery.